Event description:
It was reported that during pre-surgery, it was observed that the motor on the small battery drive was stalling and intermittent. During in-house engineering evaluation, it was observed that the device had worn coupling head, vibration and unusual noise. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated nor confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had worn coupling head, vibration and unusual noise. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.